Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of did not pass leak test, disinfection not allowed, was not confirmed. The device evaluation found the reportable malfunction identified in b5; there was a gap of adhesive between acoustic lens and ultrasound probe, stain entered inside the lens through the gap. The following non-reportable findings were found during device evaluation: elevator channel plug is loose, upward/downward angulation control knob couldn't be locked securely due to wear of forceps elevator lock engagement lever, displayed ultrasound image was defective with missing elements due to damage on ultrasonic probe, adhesive on bending section cover had wear, connecting tube had a buckling, and bending angle in down direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope did not pass leak test, disinfection not allowed. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap of adhesive between acoustic lens and ultrasound probe, stain entered inside the lens through the gap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.